Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the turret because olympus thailand had found the mechanical of the turret had not smoothly worked. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gastroscopy, the front panel was blinking the user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the nbi mode could not be functional when press nbi button on front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.